Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient was hospitalized, admitted to the intensive care unit, and diagnosed with diabetic ketoacidosis (dka). No additional information was reported regarding specific blood glucose levels, pod wear duration, device or system performance, or the presence of any alarms prior to the onset of dka. The specific dates of hospital admission and discharge, as well as symptoms experienced at the time of hospitalization, were not reported. No further information is available.